Event description:
It was reported that patient enrolled in a clinical study underwent a total bi-lateral hip arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision on (B)(6) 2013 on the right hip due to pain, limited function, migration of the cup and heteropic ossification. On (B)(6) 2013 patient was revised on the left hip due to aseptic loosening of the acetabular component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date of event ¿ (B)(6) 2013 - unable to determine which hip this product was implanted in. Date of explant ¿ (B)(6) 2013 - unable to determine which hip this product was implanted in. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-00523, 00527 and 08106).